Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment. The operator connected the syringe to the post filter port cap to manually remove air from the cartridge. When the operator went to draw up and fill the syringe, it was reported that the entire line on the post filter port came completely off. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. Hb decreased from 12.2 g/dl on (B)(6) 2011 to 10.8 on (B)(6) 2011. Epogen was restarted at 2,000 units 1x/week. No other medical intervention was required.

Manufacturer narrative:
The disposable cartridge was discarded and not returned as requested. Investigation is not possible without the returned product; therefore, the exact cause of the reported issue cannot be determined. The cartridge lot number provided is not a valid lot number, therefore, a review of the device lot history cannot be performed. No similar issues have been reported. No further investigation is required. Nxstage medical considers this report closed. No additional info will be provided.